Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the image was not displayed because the image communication could not be transmitted to the processor due to the damage of the cable or the failure of the ccd unit. The damage to the cable is thought to be due to the handling of the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device flickered in the monitor display when moving the camera head, and the image was not displayed and only vertical line appeared. There was no report of patient injury associated with the event.